Event description:
After receiving the essure implants in 2004, I began experiencing extreme pain and cramping every month. I would also have excessive bleeding each month lasted for weeks and weeks. My doctor recommended having a hysterectomy since 2006 but because this is an extreme change to my body. I decided not to have it done. I have been going back and forth to the doctor for years because of the pain. In 2010 to relieve some of the pain I had my first surgery, a myomectomy to remove the fibroids caused by the severe bleeding. The myomectomy did not cure the pain and/or the excessive bleeding. After several doctor visits and no relief, I finally decided to have a hysterectomy and have the coils removed in (B)(6) 2015. Since then I have had no pain or excessive bleeding.